Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during rewind and another alarm. Customer's blood glucose was 146 mg/dl. Alarms were explained to the customer. The device was not bumped or dropped. The device had no damage just small scratches. The device was not exposed to a strong magnetic field. Customer was unable to rewind the device. No further information reported.